Event description:
It was reported that during a vt/vf episode, the patient collapsed at his desk at work. The patient heart rate accelerated from vt to vf after receiving the atp therapy for the vt rhythm. The first set of shocks was not effective, but the last two shocks converted the rhythm to sinus successfully.